Event description:
At 21:00 in 2008 tpn 2000ml bag hung as ordered on the patient. Tpn infusing at 52cc/hr. Upon return for the shift the next evening at 18:00, it was noted that there was not enough tpn to run until time to change the bag at 21:00. Nurse decrease the rate and new tpn hung 1 hour early. There was one channel in the pump showing pump failure. The tpn ran in 3 hours early. Fyi: it was also noted that another pump in the hospital had a similar issue and that pump also had a chamber failure (separate form 3500a compl). Both IV pumps have been removed from service pending investigation and placed in dqm office with a red tag. All other baxter colleague pumps in the scu will be serviced/inspected to ensure that they are working properly. The vendor/MFR (representative) was contacted to inform them of this event.